Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. The ok keypad button was not functional. The down arrow, up arrow, and contrast keys were responsive to user input. The keypad was removed and contamination was found under all the button contacts. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked from the top above the pad to the cover part. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.